Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on 09/21/2023. On 09/23/2023, the cgm was displaying 40 mg/dl while the bg wa 202 mg/dl. The patient went to the hospital because they knew something was not working correctly. No symptoms were reported and the patient did not treat themselves prior to going to the hospital at the hospital a bg was checked and it was 200 mg/dl. The patient's doctor provided the patient with an IV glucose solution. Once the patient stabilized, they were discharged a few hours later. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.